Manufacturer narrative:
(B)(4). A visual, functional, and dimensional inspection could not be conducted since the device was not returned for evaluation. The complaint sample was not returned to teleflex for investigation. The root cause cannot be determined. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. No further action required.

Event description:
The customer alleges that a piece of clear plastic broke off the blade and fell into the airway. Intervention - the plastic was removed from the airway and the patient was fine. The customer indicates that they are not sure if the blade was a miller or a mac blade.